Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nocturnal hypoglycemia with continuous glucose monitor readings to 45 mg/dl on two consecutive nights while using the ilet system, after very low-carbohydrate dinners and one unannounced meal; the user treated with one glucose tablet (~15 g) plus cheese and crackers, and device education on sleep target, meal versus correction dosing, adaptation period, and syncing the app was provided, with referral to the trainer for settings guidance. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included approximately 30 to 60 minutes below target glucose without hospitalization or medical intervention. Investigation included review of device use, sleep target guidance, dosing algorithm education, and data synchronization for assessment. Investigation of this case revealed no device alarms or malfunctions reported and no specific component failure identified, with the event consistent with hypoglycemia of unclear cause possibly influenced by low carbohydrate intake, meal announcement variability, and early adaptation to the system. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.